Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen with an unknown dose and conc entration via an implantable pump for intractable spasticity and other spasticity. It was reported patient experienced increased spasticity and pruritus. It was noted that the patient was hearing a critical pump alarm, but an 8840 was not available to interrogate the pump with. It was noted that healthcare professional (hcp) will contact the patient's follow up hcp to notify them of the issues and will call a local manufacturer representative to supply the 8840 and confirm pump status as hcp was unable to telemetry the pump due to no access to an 8840. The location of the symptoms was listed as other. Event datewas noted as (B)(6) 2017. Additional information received from a healthcare professional on (B)(6) 2017 reported the patient missed appointments to get pump replaced. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that an alarm was heard/confirmed by telemetry. The hcp reported a critical alarm, low battery reset, and reset occurred. Troubleshooting was done and the pump logs were checked. No symptoms were reported. Reviewed to consider replacing the pump or considering minimum rate mode. No further complications were reported/anticipated.